Manufacturer narrative:
Supplement #1 mw sent to the FDA on 12/14/2016 additional information: device available for evaluation?, device evaluated by MFR?, evaluation codes. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Blue discoloration was observed on the outer surface of the shell. Black particles were observed on the inner and outer surface of the device. Brown particles were observed on the inner surface of the shell. A portion of the shell was missing. A valve test was performed, flow was continuous and unobstructed. Non-penetrating nicks were observed on the shell, consistent with device removal. Under microscopic analysis, the torn edge of the shell was observed to be striated in various location. Yellow particles were observe in the valve channel.

Manufacturer narrative:
Medwatch sent to FDA on 08/22/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcome of deflation as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "contacted doctor reporting that they felt a blow sensation in their stomach, noticing immediate reducing of abdominal volume followed by bluish urine." The balloon was removed.